Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a dermik sales representative and dermik medical advisor and forwarded to our local affiliate (B)(4). Initial and follow-up information received on 02/11 and 02/12/2009 respectively were processed together. This case involves an adult male patient who received three treatments of poly-l-lactic acid (sculptra). Treatment details: (B)(6) 2007: dilution volume 5 ml sterile water + 1 ml lidocaine (xylocaine). Amount injected: 1 vial and a half (nos). Region injected: upper jaw bone (deep dermis). (B)(6) 2008: dilution volume 5 ml sterile water + 1 ml lidocaine (xylocaine). Amount injected: 1 vial. Region injected: upper jaw box (deep dermis). (B)(6) 2008: dilution volume 5 ml sterile water + 1 ml lidocaine (xylocaine). Amount injected: very little amount (nos). Region injected: upper jaw bone (deep dermis). Relevant medical history includes acne with scarring on his face, and a treatment with botox on (B)(6) 2008. On (B)(6) 2008, the reporter confirmed that 4 granulomas (1 cm x 1 cm) had appeared (2 on each cheek). He described the event as a fibrotic reaction. The reporter administered 0.9 5-fu + 0.1 triamcinolone acetonide (trigon depot) as treatment on the same day. On (B)(6) 2009, the physician reported that the granulomas were fragmented. The patient had not had any previous similar events after treatment with poly-l-lactic acid or with any other product. No histology or laboratory tests were performed. According to the reporter, corticoid treatment would be started on an unknown date and scleroderma may be an additional event or possibly a previous disease to poly-l-lactic acid treatment. At the time of this report, the event remains ongoing. Reporter's causality assessment: possible.